Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the therapy pcb and main control keypad assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device alarm was heard every few minutes and it logged multiple fault codes in the memory indicating a potential critical failure. There was no pt use associated with the event